Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery on a left knee, a fast fix 360 failed to reload the t2 implant. Surgery resumed with three fast-fix 360 curved needle delivery system back-up devices; without any surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned devices found that they are not in their original packaging. Device 1: the insertion device was returned in the pret2/postt1 setting with no suture or implants returned. A functional evaluation of the returned device finds it cycles as designed. Device 2: the insertion device was returned with the actuator fully extended and no suture or implants were returned. All returned items have debris on them. A functional evaluation of the returned device finds it does not cycle as designed due to the actuator bar being fully extended and stuck in that position. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.